Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st firing. What color cartridge was being used? Unknown.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device and the staples did not form. The surgeon had to stop the bleeding with clips. The device is at the hospital's risk management. Case completed with clips.